Manufacturer narrative:
The reported event was confirmed as manufacturing-related. An amber lubricath foley catheter was returned with its original packaging. The catheter tip appear to have a bagger-like cut. The root cause of this failure is operator error in placing the catheter too far away from the marked line on the belt during the bagging process due to which the tip got cut off, resulting in an unusable device and replacement of device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was cut at the end that was inserted. The customer noted that the plastic was not cut, just the catheter inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter was cut at the end that was inserted. The customer noted that the plastic was not cut, just the catheter inside.